Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had their ins moved in (B)(6) 2018 because the ins moved under their arm. The ins was moved because what had happened was the ins moved down under their arm and it was difficult to charge. No further complications were reported as a result of this event.